Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. (B)(4). Concomitant medical products and therapy dates: same like product (details unknown).

Event description:
It was reported by the hospital contact that the coil (dmx18104020/c21705) was broken while it was received. It was initially reported that the product will be returned for analysis. A same like product (details unknown) was used to complete the procedure. It is unknown how long the procedure was prolonged as a result of the difficulties encountered with the device. The product was stored according to labeling instructions.

Manufacturer narrative:
It was reported by the hospital contact that the coil (dmx18104020/c21705) was broken while it was received. It was initially reported that the product will be returned for analysis. A same like product (details unknown) was used to complete the procedure. It is unknown how long the procedure was prolonged as a result of the difficulties encountered with the device. The product was stored according to labeling instructions. Very limited information was received. The packaging consisting of the hoop dispenser, the pouch and outer box were not returned. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. As viewed through the returned packaging, it was found that the coil was severely damaged from entanglement, knotting, and stretching. Located 31.0 centimeters off the distal tip of the green introducer, the coil protrudes outside the sheath. There is no mechanical sheath damage at the protrusion site. As viewed through the returned packaging, it was found that the resheathing tool was returned severed into two pieces. The resheathing tool fracture is ductile in nature requiring external force. No material defects were found. No manufacturing defects were found. The complaint of the microcoil system being damage is confirmed. This extreme damage could not have occurred when the product was ¿received¿ as this damage could only have occurred when the device was being handled for use and/or additional damage may have occurred post-procedurally. In addition, due to the severe damage found to the complete microcoil system and the lack of event clarity, the root cause of how and when this damage occurred cannot be determined. In addition, without the return of the inner pouch, the outer box, the dispenser hoop, the unidentified microcatheter, the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot (c21705) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.